Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe had a "crack". The following information was provided by the initial reporter: "per this pct the cracks are not noticeable when inspecting the syringe before use. When the syringe is used on the patient when giving the heparin bolus the crack then opens and blood mixed with heparin has been spraying out of the syringes.." Customer fresenius customer complaint (B)(4) product: bd 10ml luer-lok syringe 21gx1in vendor part#: 15-9642-0 lot number: 3270618 complaint: per this pct the cracks are not noticeable when inspecting the syringe before use. When the syringe is used on the patient when giving the heparin bolus the crack then opens and blood mixed with heparin has been spraying out of the syringes.

Event description:
No additional information

Manufacturer narrative:
(B)(4): follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.